Event description:
Customer reported receiving a motor error alarm on the insulin pump. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. The device was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads and missing end cap sticker.